Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was implanting an everflex entrust for treatment of a 150 mm plaque lesion with 100% stenosis in the proximal/mid region of the left superficial femoral artery. The artery was 6 mm in diameter with minimal tortuosity and no calcification. A 7 fr non-medtronic sheath and a non-medtronic guidewire were used. A 3 x 120 mm evercross was used for pre-dilation. The IFU was followed. It is unknown if the device passed through a previously deployed stent. There was no resistance met during advancement of the device. The IFU was followed. The thumbscrew/lock-pin was checked for securement prior to the procedure, and it was removed prior to attempted deployment. It was reported the device partially deployed at the target site. No attempts were made to remove the stent. The deployed stent was elongated, it was 200 mm in the vessel. The delivery system was safely removed. No other actions were taken as a result of the pre-deployment. No vessel damage noted. The vessel was post dilated with a 5 x 200 mm evercross.

Manufacturer narrative:
Product analysis: the customer returned one image for evaluation. Image 1: this image depicts what appears to be the everflex entrust stent placed in the patients vasculature system, the stent appears to be elongated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.